Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with non sustained ventricular oversensing episodes. It was noted that this was due to post-paced t-wave oversensing (pptwos) on the ventricular lead. Programming changes were suggested but not made at the time as pptwos only occurred when patient was paced, which was rare. Since patient was asymptomatic and stable, and instances were rare, device changes were scheduled to be made on the next clinical follow-up or when necessary.